Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with two leads from the same lot. It was reported the devices appeared to be eroding through the incision site. Surgical intervention was undertaken to address this issue by increasing the implant depth of the leads. Effective stimulation was recaptured for the pt following the procedure.